Event description:
Patient had order for 5fu 4200 mg via continuous infusion over 46 hours filled on (B)(6)2017. Pharmacy prepared reservoir bag with 84 ml plus 2.2 ml overfill 5-fu 50 mg/ 1 ml per normal procedure. When patient returned on (B)(6) 2017 for pump disconnect, infusion rn noted small air bubbles in tubing between reservoir bag and walkmed infusion pump. Pump reading indicated 84.4 ml had infused, and reservoir bag appeared to be completely drained. Na for patient. Two hours after this event was noted, we received an e-mailed recall notice from infusystem for the walkmed 150 ml pump reservoir bags product ID 204821, lots 20717509 and 20717511 (and others that we did not have). They were picked up by the infusystem representative the next morning.

Event description:
Add'l info received from reporter on 10/24/2017 for mw5072878. Pt had order for 5fu 4200 mg via continuous infusion over 46 hours filled on (B)(6) 2017. Pharmacy prepared reservoir bag with 84 ml + 3 ml overfill 5-fu 50 mg/1 ml per normal procedure. When pt returned on (B)(6) 2017 for pump disconnect, infusion rn noted small air bubbles in tubing between reservoir bag and walkmed infusion pump. Pump reading indicated 84.3 ml had infused, and reservoir bag appeared to be completely drained. (Same problem and issue reported for this pt for (B)(6) 2017). Dates of use: (B)(6) 2017.